Event description:
I used fixodent from 2000 - 2009, when I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose: denture cream. Frequency: once daily. Route: oral. Diagnosis: denture, adhesive cream. Event abated after use stopped: no.